Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, some alignment difficulties occurred with the fine adjustment. Despite multiple attempts, the pusher remained very close to the valve. The valve was finally able to be positioned and deployed between markers. Difficulty was also encountered when crossing the native valve. Force was applied, flex was used, and wire was moved. The valve was then able to be successfully implanted, however an annular rupture was observed due to crossing difficulties. Surgery was discussed but the patient deteriorated quickly and unfortunately passed away.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, system tension events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root causes for these events have historically been attributed to patient, procedural, or use-error factors. The complaint of valve alignment difficulty was empirically confirmed based on provided information. Available information suggests that procedural factors (device manipulation) likely contributed to the event as per provided information fine alignment wheel was rotated until valve was fully aligned. Tension in the system can also be introduced through device manipulation during tracking or alignment, such as torquing the handle or applying excessive force during alignment. Torsional forces during or prior to valve alignment can cause stretching to the flex or balloon shaft, resulting in tension buildup within the system. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint of crossing difficulty was empirically confirmed based on evaluation of provided imagery. Available information suggests that patient factors (tortuosity) likely contributed to the event as per information provided it was severely tortuous anatomy which led to the annular rupture and subsequent patient death. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.